Event description:
It was reported while testing for sars cov-2 false negative results were obtained. A repeat test was performed using pcr and the result was positive. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter. On (B)(6) 2021 (date) - what exact time did you read the false negative result when performing the sars cov-2 test kit (ref # 256082 - lot #0305708). Eua#: (B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd quality performs a systematic approach to investigate false negative result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. A batch history record review was performed and no issues were identified. No customer samples were returned for testing and retention testing was not performed as the batch is expired. The reported issue was unable to be confirmed, and root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported while testing for sars cov-2 false negative results were obtained. A repeat test was performed using pcr and the result was positive. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter. (B)(6) 2021 (date) - what exact time did you read the false negative result when performing the sars cov-2 test kit (ref # (B)(4) - lot #0305708) eua#: eua(B)(4).